Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
An angiodynamics territory manager reported an issue with the nitinol guidewire in a bio-stable 5f dl 55cm mst-70 kit. The patient was cannulated and the wire was inserted, both with no difficulty. When the provider went to pull off the needle, the guidewire was stuck at the needle hub, so, she then tried to remove the introducer sheath and guidewire together with no success, which would result in losing vein access. A doctor was called to assist and it was determined to perform a cut down to remove the guidewire. The physician had to make an incision that was a couple of centimeters to retrieve guidewire. Once removed, the guidewire was observed to have a knot at distal tip and could not be retracted out of introducer. The incision did not require sutures to close. It was determined to place the PICC in the patient's other arm, in which a bard guidewire was used. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description could not be confirmed as the reported guidewire was not returned for evaluation. A root cause for the reported event could not be determined. A potential root cause of this type of guidewire knot issue is handling damage during use due to end user technique, i.e. Quick advancement against an obstruction. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the dfu that is supplied in bioflo kits contains the following precaution: it is recommended that only luer lock accessories be used with the · bioflo¿ PICC with endexo¿ and pasv¿ valve technology. Repeated over-tightening may reduce hub connector life. Do not use hemostats to secure or remove devices with luer lock hub connections. Flushing - recommended procedure 1. Flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. 2. Flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Warn ing: if using bacteriostatic saline, do not exceed 30 ml in a 24-hour period. 3. Disconnect the syringe and attach a sterile end cap to each luer lock hub. Note: this is the recommended flush procedure for this catheter. If using a different procedure than listed above, the use of heparin may be necessary. Follow institutional protocol for catheter flushing. Precaution: incompatible drug delivery within the same lumen may cause precipitation. Ensure that the catheter lumen is flushed following each infusion. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Precaution: place a cap on the hub after use to reduce the risk of contamination. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4)correction: section b1: initial report had both product problem and adverse event marked. Only product problem should have been marked. Section d3: upn updated, lot number and mfg date added section h4: mfg date added.

Event description:
Additional information provided reported the initial part number was incorrect. The correct upn and the lot number of the product was provided.